Event description:
Clinical rationale: a 77-year-old female with an indication for use of mechanical circulatory support for acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage e, underwent cp explant on (B)(6) at 10:30 am. The impella cp was originally implanted on (B)(6) 2026, at 11:45 am via left femoral arterial percutaneous access. During explant, the surgeon advanced a 0.035j wire through the side port of the repositioning sheath and attempted closure using two previously placed perclose devices; however, both percloses failed despite maintained wire access. A manta closure device was subsequently deployed, initially appearing to achieve hemostasis. Shortly thereafter, the patient developed hypotension and tachycardia, followed by the formation of a large hematoma at the access site. A surgical cutdown was performed, and the patient received 4 units of prbcs, after which hemostasis was successfully obtained. Product return is not expected. The event was attributed to the failed perclose and manta devices and customer did not attribute the event to the impella. The hypotension and tachycardia are most likely attributed to the loss of blood. The patient survived the explant and was reported as stable following the event.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to insufficient clinical details.